Manufacturer narrative:
Concomitant medical products: 4469, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited potential telemetry issue as there was no successful transmission. The device remains in use. No patient complications have been reported as a result of this event.